Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (luer lock leak) issue. The reporter alleged that the cartridge was leaking near the luer lock. It was noted that the cause of the leak was not visible. The indicated blood glucose (bg) level of 300 mg/dl with no reported signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.